Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, noise was found on the atrial and ventricular channel due to emi resulting in oversensing. The physician alerted the patient not to use any electromagnetic instruments. The patient was stable with no consequences.